Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing impedance, high thresholds and oversensing in both unipolar and bipolar configuration. It was noted an rv lead fracture was suspected.